Event description:
The customer reported more than 100 mls of uncontained clear fluid leaked from a unicel dxh 800 coulter cellular analysis system onto the floor. There were no error messages reported by the customer at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 05/21/2015. The fse confirmed disconnected tubing from the distributive valve (dv) sample line. The fse could not confirm how the tubing became disconnected. The fse replaced the tubing resolving the leak. The repairs were verified per established service procedures. (B)(6).